Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 451 mg/dl, which was treated with a manual injection. During troubleshooting, the caller was unable to get insulin to exit, and was advised to change the set. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.